Manufacturer narrative:
No defects as a result of the manufacturing process able to be identified. The hex is fractured at the junction of the hex and abutment body. The irregularities of the prosthetic connection bevel is consistent with the component being modified (e.g. Polished, ground, sand blasted, material flow) at the laboratory. The prosthetic connection is not to be modified and is required to be protected during laboratory post processes such as polishing. Implant analogs are recommended to be used for laboratory post processing of prosthetics. Failure to do so can lead to improper/incomplete seating and can subject the hex interface and/or abutment screw directly to occlusal forces. Failure caused by improper technique or improper use of product.

Event description:
Abutment hex fractured.